Event description:
It was reported that a patient's right atrium leadless pacemaker (ralp) was found to be in backup mode due to a previous supraventricular tachycardia ablation procedure. The ralp was restored back to normal settings. The patient was stable before, during, and after.